Event description:
It was reported that (2) devices were used during a varix procedure. It was reported by the affiliate that the mcm20 instrument clips were malformed. Another instrument was used to complete the case. There was no consequence to the pt.